Event description:
The hospital reported that during the shapenous vein harvesting procedure, the surgeon was unable to cauterize the vein. The surgeon converted to the traditional open method to retrieve the vein. No additional patient complications were reported.